Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the devices (a, b, c, d, e, f, h, I, j, k) were returned in good visual condition. Upon evaluation of the devices, the duckbills were found to be slightly open at slit. A leak test was performed and the devices were noted to leak during testing. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of device (g) found that it was received with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism. In addition, the duckbill was noted to be open at the slit. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Obturator inserted through the sleeve. Batch # g9kj4t mfg date 7/13/2010; exp date 6/13/2015. Batch # g9ke72 mfg date 6/23/2010; exp date 5/23/2015. Batch # g9jv87 mfg date 4/10/2010; exp date 3/10/2015.